Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they could not turn on their device. The patient stated that the pump was previously exposed to moisture, but found no evidence of it within the battery compartment. During the course of troubleshooting the reporter attempted to replace the battery multiple times but this did not solve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a replace battery alarm and low voltage in replacement battery was observed in the black box history which indicated that there had been a partially charged battery installed during the battery change that was unable to power up the pump. There was no damage observed to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump until resistance was met and yellow o ring was not visible. The pump booted to the verify screen with audible and vibratory sounds. There were no power interruptions duplicated when the pump was exercised for 24 hours with the returned battery cap. Removal of the pump cover revealed no evidence of loose components or moisture contamination and there was no damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.